Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis and/or myocardial infarction occurred. The physician implanted a 2.50x24mm taxus express2 stent in an unspecified location. An unknown amount of time later, the patient suffered a stent thrombosis and/or a myocardial infarction. Further information has been requested but has not been provided.

Manufacturer narrative:
Device analysis. As no device was received for analysis it is not possible to perform any inspections on the device. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause will be documented as anticipated procedural complication due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.